Event description:
It was reported by service report that the head of the bed would not lower. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: lift motor coupler.